Event description:
Sorin group (B)(4) received a report that the s3 roller pump alarmed and then stopped just prior to going onto bypass. Function was restored by power cycling the pump and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump alarmed and then stopped just prior to going onto bypass. Function was restored by power cycling the pump and the procedure was completed without further issues. There was no report of pt injury. A sorin group field svc rep was dispatched to the facility to investigate. While at the facility, the field svc rep subjected the pt to functional testing and found no problems. The svc rep then performed a thorough inspection of the pump's internal components, tested the speed potentiometer and tested the battery but still no problems were found. Finally the svc rep checked the modules and display panels connected to the pump and found them all to be working properly. The investigation is ongoing. A f/u report will be sent when the investigation is complete.